Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the laparoscopy, the electric hook was used, but when the electricity was first triggered, the hook fell off. It had to be removed separately from the abdominal cavity, fortunately, it was found immediately. Additional patient information is not available.